Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.